Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 10ml syringe slip tip w/ bd precisionglide needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Our quality engineer inspected the returned unit and confirmed the reported observation of foreign matter. The black substance was analyzed and concluded to be polypropylene. The foreign matter might be a result of a molding defect from the process of molding hub and shield. The appropriate personnel have been notified. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #8056497 regarding item (B)(4). The ftir result on black fm from returned sample indicated the spectrum match with that of polypropylene. After reviewing the entire manufacturing process for needle, it is not possible to have any material composition of polypropylene residue on the cannula, as the hub and shield is supplied by bd fraga. As the black fm matches the composition of the polypropylene used in hub and shield. The foreign matter could be a result of molding defect from the process of molding hub and shield. We have informed bd frage of the complaint defect and request for them to investigation.

Event description:
It was reported with the use of the 10ml syringe slip tip w/ bd precisionglide needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the 10ml syringe slip tip w/ bd precisionglide needle there was an issue with foreign matter. There was no report of injury or further medical intervention.